Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During the unspecified laparoscopic spleen therapy, three devices were used. In the procedure, the tip of the probe of the first device fell off to the outside of the patient's body. The device was replaced to the second one, and the procedure was continued. In the procedure, the probe of the second device bent. The device was replaced to the third one, and the procedure was continued. The intended procedure was completed with the third device. The user explained that these devices were used for calcified tissue. There was no patient injury reported. This is the report regarding the breakage of the probe of the first device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The first device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on may 28, 2018. The tissue pad of the grasping section was worn. The tip of the probe was broken off at 9mm from the distal end. The probe had a mark contacted with non-insulated area of the grasping section. The non-insulated area of the grasping section had a mark contacted with the probe. The fracture surface of the probe showed that crack developed from the contact mark. The coating of the probe was partially missing. The coating of the grasping section was partially missing. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the probe coating were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact marks and the crack occurred when the user kept activating output of the device with the worn pad, and besides the probe was broken off when the probe was subjected to a load. And it was also known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. If the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.